Manufacturer narrative:
A philips remote application specialist (ras) interviewed the customer who inquired about collecting data for patient death/incident that occurred on 9a med/surg tele on 16nov25 between 2000 to 17nov25 at 0600 hrs. No details of the event, whether death, harm, or injury due to equipment failure/malfunction, or patient details available. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the customer was exporting clinical audit trail data following a patient incident, which may have been a death, and requested improvements to export format. The details of the event remain unclear so good faith efforts are being performed. The device was in use on a patient at the time of the event.

Manufacturer narrative:
A philips remote application specialist (ras) interviewed the customer who inquired about collecting data for patient death/incident that occurred on 9a med/surg tele on 16nov25 between 2000 to 17nov25 at 0600 hrs. No details of the event, whether death, harm, or injury due to equipment failure/malfunction, or patient details were available. A good faith efforts (gfes) response from the clinical risk manager at the hospital site indicated the investigation is inconclusive about the monitoring devices and whether they malfunctioned. It is therefore impossible to make a conclusion on whether a device malfunction contributed. There was a patient death involved in this case, but they are unable to share any further details with philips. Based on the information available, the cause of the reported problem was not confirmed. The reported problem was not confirmed. The customer did not provide additional information of the specific problem description and the resolution. Due to the lack of available information, the exact cause for the reported issue remains unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.